Event description:
A pt was implanted with a helical blade and nail approx 2 months ago. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware because the blade had migrated through the femoral head and acetabulum. The surgeon removed all hardware and the pt was revised to a total hip. This report is #2 of 2 for the same pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.